Event description:
It was reported that, during a knee arthroscopy, three (3) fast-fix 360 presented a failure. The t2 implants of two anchors did not reload, the t1 implants were left secured in the patient; also, the suture of the third anchor could not be tightened, and the t2 anchor pulled out again. Not all the t implants were removed, it is unknown if the t implants of the third fast-fix remained in the patient. The procedure was resumed, after a delay greater than 30 min, using an equivalent s+n back-up. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
Internal reference: (B)(4).results of investigation: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device.the reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture.based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations.if additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.